Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that there was a right ventricular (rv) lead integrity warning. The pacing impedance had jumped up and back down from the baseline reading several times over a two week period. There were also 5,427 short interval counts (sic) in approximately four months. There was a pace/sense fracture of the rv lead. The user facility report indicated that the patient had received shocks and the lead was noted to have "inappropriate sensing and pacing." The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. No patient complications have been reported as a result of this event.